Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were visual indications of dried fluid within the cassette compartment on the pump and cassette door. There were no visual indication of particulates found within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The as received simulated treatment was performed and completed on the cycler without failures or problems. The cycler weighed fill volume values were found to be within tolerance. The cycler underwent system air leak, load cell verification, ¿go/ no go gauge¿ check and valve actuation testing and was found to meet product specifications. The internal visual inspection of the returned cycler revealed there were visual indications of dried fluid underneath the pump assembly on the bottom cover. The cause of the dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment data. The patient drained 4497 ml during drain 1 of pd treatment and 4214 ml during drain 3 of treatment. These drain volumes are 225% and 210%, respectively, of the patient's reported largest fill volume of 2003 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient and the reported cycler was scheduled for pick up. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete the peritoneal dialysis treatment using the cycler. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment data. The patient drained 4497 ml during drain 1 of pd treatment and 4214 ml during drain 3 of treatment. These drain volumes are 225% and 210%, respectively, of the patient's reported largest fill volume of 2003 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient and the reported cycler was scheduled for pick up. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete the peritoneal dialysis treatment using the cycler. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment data. The patient drained 4497 ml during drain 1 of pd treatment and 4214 ml during drain 3 of treatment. These drain volumes are 225% and 210%, respectively, of the patient's reported largest fill volume of 2003 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient and the reported cycler was scheduled for pick up. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete the peritoneal dialysis treatment using the cycler. The patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.